Event description:
It was reported to boston scientific corp that a rapid exchange biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a pt. During the procedure, when the guide catheter was advanced up the hepatic duct, the catheter wrapped around the guidewire. During the attempt to deploy the stent, the guide catheter separated from the delivery system and remained inside the stent. The catheter was removed with forceps, the stent was removed with a snare, and the procedure was completed with another rapid exchange biliary system. There were no issues with the guidewire. The pt returned two days later, a previously scheduled procedure, for stent removal. The pt is fine.

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.